Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit had self activation, there was an output without pressing the button or foot switch. In order to use the function of the ft10 bipolar as a dual bipolar with the da vinci, it should have been inserted into the bipolar connection port of the ft10, but it was connected to monopolar 1 by mistake. Contact with tissue with forceps resulted in unintended tissue damage to the intestinal tract due to electric conduction. The patient noticed an abnormality because smoke was emitted even though it was not output on the screen and noticed that it was connected to monopolar 1. The product was the cause of this event because another company's cord could be connected to the generator. The cord related to this event was a reuse bipolar cord for da vinci xi. Two additional needle sutures was provided to the patient due to internal damaged.